Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use the proglide device was found to have no suture. A second proglide device was to be used; however, the suture was knotted. A third proglide device was used to achieve hemostasis. There was no patient involvement. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition could not confirm the reported missing suture from a proglide device prior to use. Inspection of the returned device indicated that the anterior cuff successfully captured its needle during needle deployment and the link distal to the anterior cuff was cut. This is indicative of successful needle deployment and suture retrieval as intended. Based on the analysis of the returned device, the probable cause for cutting the link is incorrect deployment technique. A search of the lot history record did not reveal any non-conformances associated with this lot. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.